Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned and analyzed. No anomalies were found.

Event description:
It was reported that the left ventricular (lv) lead had elevated thresholds which progressed to loss of capture. The lv lead was ex planted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6949 implantable tachy lead (B)(6) 2006; 5076 implantable pacing lead, (B)(6) 2006. (B)(4).